Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 277 mg/dl. After having milk and carbohydrates. The bg level was addressed with a bolus.